Event description:
Information was received from a manufacturer representative on 2016-oct-31. Information was requested on imaging the bellows. The re presentative had no details related to the pump troubleshooting, but would be attending a refill on (B)(6) 2016. It was reviewed to troubleshoot the actual fill and make sure the healthcare provider (hcp) was holding back negative pressure. More information was received on (B)(6) 2016. All 40 ml of drug was able to be injected into the pump. An ap and lateral fluoroscopy was done of the pump and showed no abnormalities according to an engineer and hcp.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal fentanyl 2000 mcg/ml at 1150 mcg/day, hydromorphone 1 mg/ml at 0.57 mg/day, and bupivacaine 20 mg/ml at 11.5 mg/day. The indications for use were non-malignant pain and lumbar radiculopathy. It was reported that the hcp could aspirate but was unable to fill. The hcp did not think the patient had any hyperbaric treatment. It was unknown if the issue was related to the drug. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.